Event description:
It was reported to boston scientific corp that a trapezoid rx lithotripter compatible basket was used on (B)(6) 2009 (pt age unk; however over 18 years). According to the complainant, during the procedure, the sheath of the trapezoid broke at the level of the handle. The stone could not be captured as the basket would not open. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): won't open. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplement medwatch will be filed. (B)(4).